Manufacturer narrative:
(B)(4).

Event description:
Information was received from the manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for dystonia. It was reported during a stage 2 deep brain stimulator (dbs) case, a contact was missing and "stuck in the boot." There was wire exposed on the lead and they were considering cutting the wire and using medical adhesive to replace the contact. No medical symptoms were reported. Additional information received five days later from the rep reported the doctor used medical adhesive to reinforce contact #3 and the tip of the lead. He trimmed the wire that was coming out of the lead and he got the missing contact out of the boot but was unable to get it back onto the lead so it was discarded. High impedances were everywhere but c/1, c/2, and 2/3 which were all normal. He left the lead, extension and the ins in place and the patient was scheduled for follow-up and initial programming on 2016. (B)(6)

Event description:
Additional information was received from a patient. It was reported that the left lead had two faulty "prongs" / electrodes at the time of implant and it was determined on (B)(6) 2016 that a 3rd electrode was faulty as well. The patient also noted that therapy has not been effective since implant and her symptoms have gotten worse; the patient's voice sounded like it was straining and she had posture issues.